Event description:
6fr foley placed (1.5cc balloon) with increased pain noted to pt. Foley noted to be in neck of bladder and not completely in bladder. Rn attempted to deflate balloon without success. Radiologist attempted to deflate balloon several times (withdraw 1.5cc sterile h20, withdraw air, attempt to cut tail off) without success. Pt required sedation and anesthesia while radiologist made incision suprapubic and popped balloon with needle. Fluoroscopy status post procedure showed minimal leak at puncture site but no other problems. Pt to follow up with urologist if continued problems.